Event description:
A heli-fx applier was used as an accessory device during an unknown endovascular procedure. It was reported that during the index procedure the first endoanchor is implanted without any issues. The physician loaded the second endoanchor without any issues and they press the arrow forward once but when the physician pressed the arrow again to deploy the endoanchor, the endoanchor didn't come out of the applier. The tip of the sa-85 appeared to strangle the endoanchor, breaking it in half. The applier was removed from the patient and a different heli-fx applier was used to complete the procedure. Per the physician the cause of the fracture could not conclusively be determined. No additional sequelae were reported and the patients is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: a kink and deformation were evident to the applier approximately 9mm from the tip. A section of fractured endoanchor was visible in the housing. The handle was opened, no fluid or blood was observed within the handle. No corrosion was observed to the circuit board or connector pins. All wires and connectors within the handle appeared to be intact and properly connected. The battery was removed and measured 7.06v. New battery was connected, and the unit powered up with the blue error flashing, the forward light unresponsive and the back light flashing. The eprom was read and presented the following codes (locn x code): 0ax09 brown-out tripped, 0bx00 power on, 0cx00 no error, 0dx00 power on. The device was restarted in factory mode with the blue error light on, forward light flashing, and back light on. The forward button was pressed and the shaft rotated at the kink site. The endoanchor did not deploy. The back button was pressed and the shaft rotated. The forward button was pressed again, the shaft rotated from the kink site with material twisting observed. It was not possible to remove the fractured endoanchor from the housing. The reported deployment/expansion issue could be confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusions; the reported endoanchor fracture was confirmed on the films provided; however, the cause of the event could not be determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Procedural angiogram videos showing the attempt to implant the endoanchor were not received for a thorough analysis of the event. There was no overt indication of any patient factors (e,g, angulated neck, calcification, thrombus) that may have been a factor in the event but this could not be fully ruled out without CT film review. Recommendations from the IFU appeared to be followed from the limited images provided but a procedural factor cannot be ruled out. Outside of anatomical factors, other potential causes of endoanchor fracturing include improper apposition, excessive catheter torque build-up, engaging multiple fabric layers, and not maintaining constant position, pressure & support throughout the endoanchor deployment sequence. A device issue also cannot be ruled out as a potential cause. One (1) images of the applier was received from the account. Severe twisting is visible to the applier shaft proximal to the housing. The shaft appears deformed proximally along the shaft . The deformation evident to the applier shaft likely resulted in the deployment difficulties reported. B5; additional information received : it was reported there was no calcium present. Half the endoanchor remains implanted in the patient in the right side of the stent graft while the other half was removed in the applier. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.